Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the doctor's office feeling poorly. The ventricular lead exhibited loss of capture and variable sensing. The lead was successfully repositioned on (B)(6) 2013. The lead was later explanted on (B)(6) 2013 due to high thresholds.